Manufacturer narrative:
The reported connector anomaly could not be confirmed in the laboratory. The device was returned with a broken header. Due to its condition a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the operating room for generator change out due to normal eri. The physician attempted to disconnect the lead from the ICD but was unable to remove the lead. The physician broke the header to successfully remove the lead. The ICD was replaced. The patient had no complications.